Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values ten days after the sensor was inserted in the abdomen. At 6 am that morning the patient experienced a headache followed by seizure. The cgm was 60 mg/dl and the bg was 20 mg/dl. The patient was treated with glucagon by the parents. The patient's grandfather called an ambulance, and the patient was transported to the emergency department where she was treated further with carbohydrates. There was no documentation of further medical intervention for hypoglycemia. The patient was monitored for 8 hours before being discharged with a bg of 170 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.